Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6;h10. H6: component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Unable to perform a compatibility check due to insufficient information. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00223200418, lot# 66791459, cable cerclage cable with crimp 1.8 mm dia. 635 mm length; cat# 00801102020, lot# 66791451, allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter; cat# 00811400210, lot# 66791451, femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length; cat# unknown, lot# unknown / unknown cup; cat# unknown, lot# unknown / unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to instability. There were no contributing causes related to the event. Attempts have been made, and no further information has been provided.